Event description:
It was reported that a black substance from the saw came in contact with the surgical site during a procedure. The area was thoroughly irrigated and suctioned, there were no antibiotics or additional treatment administered as a direct result. To date, there have been no reported infections or adverse consequences reported regarding this incident.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. According to the investigation details and service notes, the o-ring and boot were worn and needed replacing. Routine maintenance was also performed and the handpiece has since been returned to the customer.